Manufacturer narrative:
The device is not available for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA 24-007. Manufacturer reference: (B)(4).

Event description:
Information was received that the anchor on the upper right side popped off. No additional information has been provided.